Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused atrial fibrillation. The patient did report to receive medical intervention and was admitted to the hospital on (B)(6) 2022. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused atrial fibrillation. The patient did report to receive medical intervention and was admitted to the hospital on (B)(6) 2022. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information was received related to the device: section d1 was updated with the devices brand name. Section d4 was updated with the model #, sn# and UDI #. Section g4 was updated with the device's 510k number. Section h4 was updated with the device's manufacture date.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused atrial fibrillation. The patient did report to receive medical intervention and was admitted to the hospital on (B)(6) 2022. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this an updated report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. Section g3 was corrected to reflect the bad when new information was received.